Manufacturer narrative:
Complaint follow-up: co complaint sample returned for evaluation; no case images, videos, etc. Were provided for review. Complaint sample evaluation: complaint sample was not returned to rex for review. Retain device evaluation: no device retain evaluation performed for this lot no. Root cause: a definitive root cause for this reported product failure was due to an off label usage of the device. Conclusion: there was no complaint sampled available for return to rex for investigation. A review of the device history record for this lot number also found no abnormalities within this lot during manufacturing. A retain device evaluation could not be performed as there were no devices available from the lot number in question. A definitive root cause of this product complaint was found to be an off label usage of the device by the physician. Using a cleaner device in the manner that was reported (advancing the device while it was running as opposed to pulling/retracting the device while operating it) is considered an off label usage which resulted in the radiopaque tip coming off of the rotational wire. Therefore, this complaint is considered an isolated incident.

Event description:
Per the field complaint report: the atraumatic tip fell off during the case. After going over the case with ir doc, we found that he was advancing device in native vessel while device was on. This was contra-indicated in the dfu and the physician has been re-inserviced and is now aware of the correct indication for use.